Manufacturer narrative:
Block b5/g3: additional information received on 11/05/2021. Block h3: the angiosculpt device was returned for evaluation in two pieces. The shaft was separated at the transition tubing, proximal to the intermediate bond. Visual inspection found a damaged distal tip and a balloon radial tear with the proximal portion of the balloon missing. The scoring element was found misaligned and a scratch on the luer was observed. Note: the shaft separation did not occur during use. The physician intentionally cut the angiosculpt outside of the patient to remove it from the sheath. Block h6: per the IFU, retained device components is listed as a possible adverse effects of the procedure.

Event description:
A stent placement was required to treat the hemostasis that resulted with the use of the angiosculpt device. The patient was discharged as scheduled without issues. No portion of the device remained in the patient.

Manufacturer narrative:
The patient's dob or age at time of event, gender, weight, ethnicity, and race are unknown. This information was not available from the facility. Patient information regarding relevant tests/laboratory data is unknown. This information was not available from the facility. Report source: foreign (B)(6). The angiosculpt device was returned for evaluation. Preliminary investigation confirms a balloon radial tear. Further investigation is still on-going, thus a supplemental report will be filed upon completion.

Event description:
The angiosculpt device was used to treat a moderately calcified mid sfa. During inflation at 14 atm for 10 seconds, the balloon ruptured. Upon removal of the balloon, the balloon got stuck in the sheath and an 8fr sheath was inserted into the distal sfa and was able to remove the catheter. A stent was placed for hemostasis. The procedure was completed with the suspect device. During the returned product evaluation, a balloon radial tear was confirmed. This adverse event and product problem is being submitted because the balloon ruptured radially and required additional intervention to complete the procedure.